Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and battery out limit from the insulin pump. The customer's blood glucose reading was over 500 mg/dl. The customer stated that she tried to give herself a bolus and there was a blank screen. The customer stated that earlier that day, she replaced her battery and then noticed there was a blank screen. The customer stated that she took the battery out and noticed that she had placed the battery in backwards. The customer stated that she received a battery out limit and did not know what it was for. The customer was assisted with troubleshooting for the low battery alarm. The customer stated that the pump is now back to normal. The customer was advised to call back if further issue persists.